Event description:
The recipient reportedly experienced inflammation at the implant site. The recipient was in the hospital for a week and prescribed antibiotics. The recipient's infection has reportedly resolved. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was edema related. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.